Event description:
Discordant results were obtained for calcium and albumin for several pts. Initial results were obtained on an advia 2400 and reported to the doctor. The lab became suspicious of some results. The tests were repeated with different, correct results. One pt was admitted to the hospital for low albumin. Test results at the hospital were normal. The corrected results were reported to the physicians. There was no report of adverse health consequences or other known pt intervention as a result of the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data failed to indicate a specific root cause for the discordant ca and albumin results. The instrument was monitored for the next four days without problems. The instrument was performing within specifications. No further evaluation of the device is required.